Event description:
It was reported that a blade separation occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. The balloon was inflated three times at 8atm each inflation. Post inflation the balloon catheter was removed from the sheath without resistance. After removal it was noted that the blade is about to peel off and it got separated. The procedure was completed with the original device. There were no complications reported and the patient was good post procedure.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that one of the blades was completely detached from the balloon material. The detached blade and pad was not returned for analysis. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified the returned balloon was still in an inflated state. A visual and microscopic examination identified no issues with the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage or kinks to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a blade separation occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. The balloon was inflated three times at 8atm each inflation. Post inflation the balloon catheter was removed from the sheath without resistance. After removal it was noted that the blade is about to peel off and it got separated. The procedure was completed with the original device. There were no complications reported and the patient was good post procedure.